Manufacturer narrative:
The instrument was returned and evaluated. Engineering found the instrument cable is broken. The one grip close cable is loose at the distal idlers. The idler pulley spins freely and was not damaged. The clamping pulley screws were found to be secured. The idler block shows no sign of damage. Electrical continuity passed. Additionally, it was observed, though not reported by the site, scratches on the maintube. The distal end of the main tube has various scratch marks with light material removal. The evidence is not conclusive, however, may have been caused by instrument collisions or rough handling. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci si procedure the pk dissecting forceps instrument had a broken cable. No patient harm, adverse outcome or injury was reported.